Event description:
It was reported that 2 of bd ultra-fine¿ ii 3/10ml insulin syringe had broken flanges. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: damage to barrel flange. Found before use.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation: customer returned a single 0.3ml syringe. Visual inspection found that one side of the flange had broken off. This would not happen during regular use. No other damage was observed. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of flange damage. A definitive root cause cannot be determined.

Event description:
It was reported that 2 of bd ultra-fine¿ ii 3/10ml insulin syringe had broken flanges. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: damage to barrel flange. Found before use.